Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sam-ple was returned in a cardboard box and was in a ziploc bag. Returned with the sample was the short arterial pressure tubing, a teflon sheath, and the supplied datascope driveline tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approxi-mately 5.9cm from the iabc distal tip. No blood was noted on the exterior surfaces of the re-turned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The cathe-ter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormali-ties or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.9cm from the iab distal tip, which is the location of the previously noted broken central lumen. The catheter was able to ad-vance through the central lumen and exit through the luer end. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of blood in the helium pathway is confirmed. During the investigation, the iabc central lumen was noted damaged within the iabc flex-tip assembly area. Based on a re-view of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lu-men. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a corrective and preventive action, and this device was manufactured prior to the release of corrective actions.

Event description:
It was reported, "the catheter inserted into the patient in the interventional room, and then the patient was transferred to the ICU. After 3 days of treatment, the pump alarm helium leakage. Gas was withdrawn from the helium pipeline and it was found that there was blood. The catheter was immediately removed". Additional information states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the catheter inserted into the patient in the interventional room, and then the patient was transferred to the ICU. After 3 days of treatment, the pump alarm helium leakage. Gas was withdrawn from the helium pipeline and it was found that there was blood. The catheter was immediately removed". Additional information states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of blood in the helium pathway is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "the catheter inserted into the patient in the interventional room, and then the patient was transferred to the ICU. After 3 days of treatment, the pump alarm helium leakage. Gas was withdrawn from the helium pipeline and it was found that there was blood. The catheter was immediately removed". Additional information states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".